Manufacturer narrative:
No unexpected blank display or off no power anomalies were noted. The insulin pump passed the displacement, rewind, and off no power test. The operating currents were within specification. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratches reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm and a off no power alert. The customer stated they did not receive a low battery warning prior to the off no power alarm. Customer's blood glucose was unknown. Troubleshooting did not find any damage to the battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.